Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 cautery ceased heating/cutting during ligation, no added incisions or time. Finish case using new kit. They did not try changing cords, just the hp kit and it worked. This was not a timeout but a permanent stoppage of power to the cautery. It passed the pre-cautery test. It is unknown whether the beeping sound was heard. Power setting at 3. No patient harm.